Event description:
Unidentified black pieces seen laying in patient's open abdominal wound during robotic surgical procedure. Unclear as to source of debris. All other surgical instruments inspected after surgery with no source identified.